Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the apd luer lock adaptor and a solution bag (not a fresenius product). The pd patient¿s registered nurse (rn) reported the leak occurred during a fill phase of treatment and the treatment was cancelled. A new cycler was issued to the patient. Upon follow up, the patient stated the connection between the bag and the apd luer lock adaptor had become loose during an unknown fill phase of treatment, which caused the fluid leak and he ended treatment. The patient stated he did not know what had caused the connection issue. The patient confirmed the connections were secure when setup. The patient stated he was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any injuries, symptoms, adverse events, or required medical intervention as a result of the reported event. The apd luer lock adaptor was discarded and not available for return to the manufacturer for physical evaluation. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the apd luer lock adaptor and a solution bag (not a fresenius product). The pd patient¿s registered nurse (rn) reported the leak occurred during a fill phase of treatment and the treatment was cancelled. A new cycler was issued to the patient. Upon follow up, the patient stated the connection between the bag and the apd luer lock adaptor had become loose during an unknown fill phase of treatment, which caused the fluid leak and he ended treatment. The patient stated he did not know what had caused the connection issue. The patient confirmed the connections were secure when setup. The patient stated he was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any injuries, symptoms, adverse events, or required medical intervention as a result of the reported event. The apd luer lock adaptor was discarded and not available for return to the manufacturer for physical evaluation. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.